Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. The rv lead remains in service. Additional information indicated that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.